Event description:
A baxter global customer reported that near the end of a plasmapheresis procedure (about the 5th cycle) the donor told the nurse he saw an air bubble pass into the needle. She told him not to worry that the machine will take care of it, as she was busy with other donors. She did not attend to the donor's claims immediately. She later indicated that eight air detect alarms occurred. The donor began to sweat and c/o feeling weak. He also began to cough and c/o an odor from his nose when he coughed. The nurse did not see any air but claimed the donor had developed an air embolism and transferred him to the ER. The donor was also reported to have become short of breath at this point. The donor was admitted overnight, by the ER physician, for observation. No diagnosis was provided upon discharge. Donor info: 24 y/o male, allogeneic donor, 180cm, 75kg. Procedure info: plasmapheresis, 500 ml target value, 450 ml collected; 110 ml "acd" infused. Only 30 mins into the procedure then stopped. A total of 1600 ml of wb had been processed at this point. Further questioning by baxter rep the nurse revealed that there were several air detect alarms due to foamy blood. She claims she did attend to the alarms but then replaced the system tubing in the air detector with a false piece of tubing with fluid in it. She claims she had returned the system tubing back into the air detector at the time the donor claimed to see air entering the return line needle and that is why she did not respond when he called her. She was busy with other donors.